Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1fzln, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1fzln, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that there was lead migration/dislodgement and a return of the patient¿s lower urinary tract symptoms. The patient complained of bladder pain and burning. The patient was reprogrammed on (B)(6) 2018 and had a revision and lead replacement on (B)(6) 2018. This issue was noted to be resolved without sequelae on 2018-05-23. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1fzln, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the date of the event and the patient's weight were reported).